Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the forceps elevator, knob wire and adhesive on the bending section cover had foreign objects. In addition, the evaluation found the following; low and reduced angulation, the bending angle in the down direction did not meet the standard value, due to wear of the angle wire. The light guide cover glass had a stain, the suction cylinder was shaved, the connecting tube had discoloration, the switch 1, grip, scope cover and universal cord all had scratches. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, the duodenovideoscope had a very tight angulation. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found; the forceps elevator, knob wire and adhesive on the bending section cover had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.